Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was leaking oil. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further follow-up with the reporter, additional information was provided. The previous report stated the date of report and date received by manufacturer was november 27, 2014. However, during follow-up with th reporter, it was reported that the correct date of report and date received by manufacturer was november 21, 2014.